Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that the patient changed his infusion set on thursday morning when his blood glucose was 268 mg/dl. He inserted it in his abdomen. The event occurred on (B)(6) 2024. This morning, his blood glucose was 280 mg/dl, and he noticed a wet spot on his shirt with blood at the insertion site. The patient stated that the tubing is too short, which may be causing an issue. The infusion set had been in use for 24 hours. There was no stress or pull on the infusion set tubing. The leak was in the tubing, but the tubing did not come apart or detach. There was no visible damage, and the pump was not dropped with the set in place. The patient had changed the set. No further information available.